Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the pump had failed and the patient was subsequently sent to the hospital. No other informaiton was provided. Animas has made numerous attempts for additional information. This complaint is being reported because patient required hospital care related to the alleged pump failure.